Event description:
It was reported that during a ptca/stenting treatment procedure, removal difficulties were encountered. The physician had placed the pt2 moderate support guidewire as a "buddy wire", then placed a stent over the wire. The physician encountered resistance during removal of the wire. When the wire was removed, it was noted that the stent had scraped off some of the polymer from the tip of the wire. The polymer was located at the mouth of the guide catheter. The physician removed the polymer with a snare at the end of the guide catheter. There were no pt complications and the pt's current status is listed as "great."